Event description:
A hemodialysis user facility has reported a hypersensitivity reaction. The facility was contacted for add'l info. It has been learned that this is a new patient to this facility, newly admitted, and the event occurred shortly after the onset of the dialysis treatment. The patient had started dialysis and within 20 mins, the patient started having symptoms of chest pain, shortness of breath, and hyperventilation, and then the patient requested that her blood be returned. The staff returned her blood and 2l of o2 was administered. The patient's condition did not improve so a call to 911 was placed, and the patient was transported by ambulance for further evaluation. The patient was admitted to the hospital and observed overnight. The patient has returned to the dialysis unit where she undergoes dialysis with use of a different brand of dialyzer. The rn has stated that the patient continues to have these episodes on and off. To date, the patient remains on the different brand of dialyzer. It also has been learned that patient has a intra-jugular catheter for an access for the hemodialysis treatment. It was also learned that this patient is new to dialysis, having received dialysis treatments for approximately 4 months. There is no sample available for an evaluation.

Manufacturer narrative:
Of note info received from the reporting facility is that the unit allegedly had (baxter) heparin and that it was possible this patient may have received a dose; however, the lot was not known.